Event description:
The international customer reported the ventilator activates an expiratory hold without initiation by the user. After the expiratory hold maneuver is initiated, the unit stops ventilating. The philips field service engineer confirmed there was no patient involvement.

Manufacturer narrative:
(B)(4).